Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator. It was reported that the handpiece made an arching and flaming from the tip of the blade ( the set up was 6-6). The doctor decided not to use the handpiece, requested for a regular cautery as she was almost done dissecting the breast. A new cautery machine was wheeled in to the room, new cautery pencil opened. The defective handpiece was removed from the field, cleaned with isowipe. No harm or burn on the patient.